Event description:
It was reported that the patient was experiencing pain and that the ipg would not communicate to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.